Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) was returned for analysis and found that there was a recharger antenna failure and the controller goes blank when the recharger (rtm) was connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they were charging their implant and the controller went off completely last night. Patient stated they left the controller charging overnight and this morning the controller shut off when they reconnected the recharger. Patient mentioned they reset the controller then reconnected the recharger the controller did not turn on. Patient mentioned recharger was replaced not too long ago and they have an MRI next month on the 24th. Agent walked patient through resetting their controller; controller showed 100% and ins red. Agent instructed patient to check for damage; no visible damage to recharger and controller port. Agent instructed patient to start a charge session and controller went blank/ unresponsive. Agent walked patient through resetting controller and confirmed controller powers on. The issue was not resolved. An email was sent to the repair department to replace the recharger.